Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the broken trigger or any piece of the broken trigger fall into the patient? If yes: how was the broken piece of the trigger retrieved? Was there any patient consequence? If yes: please explain:

Event description:
It was reported that during a gastroplasty procedure, the trigger broke when stapling. Another similar product was used.